Manufacturer narrative:
Initial and final (B)(4) -device 1 of 3.

Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered three infusion set's tubing detachment events on (B)(6) 2025. The detachment occured from the connector. Infusion set was in use for 2 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.